Event description:
It was initially reported the patient was having difficulty recharging their stimulation device due to coupling issues between the implanted device and the recharger. Additional information provided the patient was seen in the clinic where the physician determined the implanted device had flipped in the pocket. The physician was able to flip the device back in the pocket and the patient was able to recharge. The physician feels the patient may need to have the device re-sutured in place. The patient is fine for now. The patient is to return in about two weeks.